Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported the angled phaco tips broke during an unknown number of phacoemulsification procedures. The detached tip pieces were removed during the same procedure with no harm to the patients. Additional information was requested; however, none has been received to date. This is one of two reports for this facility.

Manufacturer narrative:
No phaco tip sample (unspecified product) was returned for evaluation for the report of the tip breaking; therefore, the condition of the product could not be verified. A photo of the phaco tip was provided with the complaint file. This file was reviewed and indicated the phaco tip is broken at the kelman or ozil bend location. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. Based on the photo provided the evaluation does confirm the phaco tip was broken. Because a sample was not returned from the customer and no lot information was provided for a lot record review, the root cause for customer complaint issue cannot be determined. No specific action with regard to this complaint was taken by the manufacturing facility because no complaint sample was received to determine a root cause. Phaco tips are 100% visually inspected by trained operators during the manufacturing process. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).